Event description:
An alarm indicating an occlusion was reported. The customer's blood glucose level displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose level with a correction injection via multiple daily injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.